Manufacturer narrative:
Device available for evaluation corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the polytetrafluoroethylene (ptfe) coating appeared to be scraped off of the guidewire with the torque device collet. Three small pieces of the polymer sleeve were returned and the polymer sleeve on the proximal end of the guidewire was not tight. The guidewire polymer sleeve appeared to be loose (wrinkled) along its polymer sleeve length. The guidewire was separated at 78.2cm from its distal end and the guidewire proximal separated section was not returned. The guidewire was shaped on its distal section and slightly bent on its 3.0cm distal section. The guidewire ptfe coating was examined and it was found to be scrapped off at the separated section. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. Functional analysis could not be performed due to the anomalies found on the product. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. Sem (scanning electron microscopy) micrographs were obtained and there was dimpling seen in the images, which suggests this is a ductile fracture. The guidewire outer diameter and length specifications were found within specifications. Per the device directions for use (dfu): "excessive tightening of the torque device onto the wire may result in abrasion of the coating of the wire." It is likely that the ptfe scraping appeared to be related to a deviation from the dfu. The relationship to the ptfe coating scraped off and the polymer sleeve issue appear unrelated, because the ptfe is located proximal on the device versus the distal location of the polymer sleeve. No guidewire bents were reported initially; therefore, it is possible that the bents may have occurred during the return process. Information available indicated that the guidewire was confirmed to be in good condition prior to use. Review of the analysis results and the information available could not determine the cause for the guidewire fracture and the polymer sleeve segment that came off the guidewire (guidewire distal end broken/fractured).

Event description:
It was reported that during an aneurysm coil embolization procedure, the physician noticed a black powder in the rotating hemostatic valve (rhv) after the guidewire was removed from the introducer. In addition, the distal portion of the guidewire was reported to be rough. The procedure was successfully completed with no patient impact.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during an aneurysm coil embolization procedure, the physician noticed a black powder in the rotating hemostatic valve (rhv) after the guidewire was removed from the introducer. In addition, the distal portion of the guidewire was reported to be rough. The procedure was successfully completed with no patient impact.